Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was "high" on the continuous glucose monitor (cgm) with moderate ketones. Reportedly, the customer's school nurse assisted the customer with giving a manual insulin injection to address elevated bg.